Event description:
The customer contacted beckman coulter (bec) reporting erroneously low sodium (na) patient results generated on the olympus au681-02e (au680) clinical chemistry analyzer with ion selective electrode (ise). The erroneous results were not reported out of the laboratory. The customer provided one (1) example to demonstrate this issue. One patient's original na result yielded a value of 129 mmol/l and upon repeat yielded a value of 137 mmol/l. The customer did not provide any additional patient data information. The customer also reported a bad smell coming from the instrument and requested service to evaluate the instrument. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Quality control (qc) was performed prior to the event and was within laboratory established ranges. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the waste tank full which would result in the smell coming from the unit. The fse also found a malfunctioning ion selective electrode (ise) reference valve. The fse replaced the valve and the instrument performed per manufacturer's specification. Failure mode: malfunctioning ise reference valve.